Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Sleeve - "yesterday on a regular business visit, the head of general surgery and the person in charge during two bariatric surgeries on the (B)(6) " the doctor "mentioned the first of the two patients, a bariatric sleeve, where voyant was tried at, had to get an emergency procedure the same evening of the surgery. Surgery finished around 12.00 and she had to get this emergency second surgery at around 19.00. Reason was an internal hemorrhage. Surgeon explained me some vessel might not be sealed properly. On his own words he said things such as "I cant determine 100% if this was due to your sealer or not". He added "this never happened to me before though". And he expressed "I am afraid of using voyant again." During the procedure I did not notice any visible malfunctioning of the device. It seemed to seal properly, console did not give errors (or just the usual ones due to surgeon, like stopped sealing before the complete sealing cycle)." Additional information received from applied medical team member: (B)(6) 2016: "surgeon is not sure if the hemorrhage that led to medical intervention was a result of seals completed with the eb010 handpiece surgeon suspects that the tissue type/vessel was bleeding because of a sudden increase in the blood pressure. Surgeon said no vessel in the area which was performed is bigger than 7mm the device was not activated on diseased or inflamed tissue. It was a normal bariatric surgery. We could not get an answer to know if the patient was given anticoagulation medicine during and after the procedure surgeon informed me that the patient suffered from diabetes. So he said this might be a possible cause." Additional information received from applied team member 30th november 2016: there were two patients, one was a sleeve another one a bypass. Only the first one bled. The surgeon performed two procedures only on the first patient. He needed a second operation/procedure 5-6 hours after the first one because of internal hemorrhage. Second patient surgery was firstly undoing a fundoplication, then a gastric bypass. All done at once with no complications. Patient got recovered well and there were no complications. Type of intervention - yes, patient injury or illness occurred associated with the complaint event. Patient status - "according to the dr, patient was stable but still in the hospital yesterday."

Manufacturer narrative:
The event product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. Although the root cause of insufficient hemostasis could not be confirmed, applied medical is currently implementing corrective actions within a corrective and preventative action report to mitigate insufficient hemostasis. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.